Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper pops out of the tube. This is report (4 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off.".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off, bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper pops out of the tube. This is report (4 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."